Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 10 years, 2 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: 2678843 - 101-05-30 - 3.2mm drill bit30mm 1pk; 2662213 - 120-65-25 - bone screw 6.5mm dia x 25mm long; 2601549 - 164-12-12 - novation element ro x/o sz 12; 2658791 - 170-36-00 - biolox delta femoral head 36mm od, +0mm; 2225652 - 180-01-54 - nv crown cup clstr hole 54mm group 2 pending investigation. There is no other information available.